Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for a low out of range shock impedance measurement less than 20 ohms on the right ventricular (rv) lead upon delivering a device shock. The shock therapy was noted to be appropriate. There was also noise and oversensing observed on the rv lead following the shock. The rv pace impedance was also indicated to have gradually risen from the 700 ohm range to the 1200 ohm range starting approximately seven months ago and the rv pacing threshold was noted to have steadily increased in the past year, reaching a high of 3.5 volts at 1.0 milliseconds. As a result, two days later the device was explanted, the rv lead was surgically abandoned and both products were replaced. No additional adverse patient effects were reported.